Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for two pts. The initial erroneously elevated accu tni results were reported out of the laboratory. There are no reports of any adverse pt consequences or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
A bci field service engineer (fse) was dispatched on (B)(4) 2009, to investigate the event. The fse completed a preventative maintenance on the instrument. The fse verified the procedures performed and results met published performance specifications. A definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.